Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient's physician decided he did not want to manage pumps at his practice anymore so he decided to start weaning the patient off of her pump medications in preparation to remove the pump. The patient decided she still wanted her pump so the physician gave her a referral to a neurosurgeon. Since the patient was new to the neurosurgeon, as his standard of care he ordered a dye study that was done by a radiologist. The radiologist was not familiar with pumps however and he incorrectly identified a disconnected connector with the catheter. The neurosurgeon went in and when the pocket was opened, he discovered it was connected. He decided to put in a new catheter because the patient had an old model implanted. This was by physician choice there was nothing wrong with the catheter at all. The device system was delivering dilaudid.

Event description:
The patient was doing well and had no issues.

Event description:
It was reported that the patient had a catheter replaced one week prior to report, but it was unsure why. Additional information has been requested, but was not available as of the date of this report.